Event description:
A discordant, falsely elevated calcium (ca) result was obtained on one patient sample on a dimension vista 500 instrument. The result did not match the ca result from another sample tube from the same patient, which was lower and aligned with previous patient results. The results from both sample tubes were reported to the physician(s), who questioned the falsely elevated result. The calcium result from the other sample tube was not questioned. There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated ca result.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer did not have either sample available for troubleshooting. The ccc specialist evaluated the instrument data and did not find an instrument malfunction. The cause of the discordant ca result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.